Event description:
It was reported to philips that the system will not bootup. The system was in outside of use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.